Event description:
During follow-up for a voice of the customer survey, this patient reported discontinuing peritoneal dialysis (pd) due to peritonitis. The patient stated he transitioned to hemodialysis (hd). Additional information was obtained through follow-up with the peritoneal dialysis registered nurse (pdrn). The patient was diagnosed with peritonitis after being hospitalized for a hypoglycemic event that occurred on 29/jul/2022. During that event, the paramedics disconnected the patient from treatment on the liberty select cycler without regard for aseptic technique. The patient was in the hospital when he complained of abdominal pain. The bowels were initially assessed as a source of the pain. The pdrn stated the patient had pd effluent cultures obtained in the hospital and was diagnosed with peritonitis. The disconnect by the paramedics is the suspected cause of the contamination resulting in peritonitis. The patient never had cloudy pd effluent prior to this event. No further information was available related to the peritonitis.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.  Clinical review: there is a temporal relationship between pd therapy utilizing the liberty cycler set and the patient event of peritonitis with hospitalization and subsequent transition to hemodialysis. However, there is no documentation in the complaint file to show a causal relationship between the peritonitis event and use of the liberty cycler set. Additionally, there is no allegation of a cycler set defect reported for this event. The suspected cause of the peritonitis is a breach in aseptic technique by the paramedics as they disconnected the patient from treatment due to hypoglycemia. All pd patients are at risk of peritonitis due to a compromised immune system and the increase of potential for microbial contamination from dialysis techniques. Most cases of peritonitis are caused by touch contamination by the patient with the pd catheter being a source of entry for organisms into the peritoneum. Based on the available information and no allegation or evidence of a defect the liberty cycler set can be excluded as the cause of the patient¿s reported peritonitis event.

Event description:
During follow-up for a voice of the customer survey, this patient reported discontinuing peritoneal dialysis (pd) due to peritonitis. The patient stated he transitioned to hemodialysis (hd). Additional information was obtained through follow-up with the peritoneal dialysis registered nurse (pdrn). The patient was diagnosed with peritonitis after being hospitalized for a hypoglycemic event that occurred on (B)(6) 2022. During that event, the paramedics disconnected the patient from treatment on the liberty select cycler without regard for aseptic technique. The patient was in the hospital when he complained of abdominal pain. The bowels were initially assessed as a source of the pain. The pdrn stated the patient had pd effluent cultures obtained in the hospital and was diagnosed with peritonitis. The disconnect by the paramedics is the suspected cause of the contamination resulting in peritonitis. The patient never had cloudy pd effluent prior to this event. No further information was available related to the peritonitis.

Manufacturer narrative:
Plant investigation: the sample was not returned to the manufacturer and the lot number was not provided. A manufacturing review was performed on the products shipped to the patient for the three (3) month time frame which immediately preceded the event occurrence date. This review included the lot numbers for all fresenius liberty cycler sets shipped to this account within the selected time frame. The entire set of lots have been sold and distributed. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. An investigation of the device history records (DHR) was conducted and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The product lots involved met all specifications for release. A review of the DHR did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.